Manufacturer narrative:
The customer reported the device is not available for evaluation. As confirmed through communication/interviews, the customer reported the battery was last replaced in february 2017. As stated in the vela service manual, vyaire has recommended periodic maintenance of the device to have internal batteries replaced every two years.

Event description:
The customer reported during use of the vela ventilator; the device displays "vent inop" and "motor fault" alarms. The customer reported the nurse found the alarm sound as soon as ventilation stopped. The customer reported the ventilator was substituted accordingly. The customer reported the patient's oxygen saturation was down to seventy-percent briefly, but reported no patient harm. The customer reported the field service technician checked the event log, "vent inop", "motor fault" and "48v too low" were logged in the event. Also "battery level mid" was logged 9 minutes before "vent inop". The customer reported the battery was last replaced in (B)(6) 2017 and determined the most likely cause of the issue was due to battery degradation.